Manufacturer narrative:
(B)(4). Date sent: 1/12/2021. D4: batch # u5d85g. H6: component code: mechanical(g04). Investigation summary: upon visual inspection of one photo, the following was observed: the photo shows a partially view of open jaws from a 60mm echelon, with the slot damaged, slightly lifted. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. The analysis results found that one psee60a device was returned with the anvil knife slot damaged, and with a gst60w reload loaded on the device. The reload was received partially fired 2/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during the laparoscopic radical resection of liver cancer, could not fire any further after half, knife reverse button would not work, then used manual override lever to return knife. Opened the jaw and noted the device was damaged (middle of the deck "upwrap") another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.